Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The expiration date is currently unavailable.

Event description:
After drilling the sleeve into the lateral femur with the interlocking trocar, the surgeon was unable to back out the interlocking trocar without the sleeve coming out of the guide as well. Slight tapping with a mallet on the drill chuck was performed to help loosen the interlocking trocar. In doing so, one of the sleeves became bent while removing the interlocking trocar from the sleeve. There were no patient consequences. Another btb cross pin kit was opened and the surgery was completed. A 2 min delay occurred during the time. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is discarded, therefore is unavailable for a physical evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).